Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m311 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. The customer provided photographs verify the drive tube leak as blood splatter is visible on the centrifuge chamber walls. Evaluation of the customer supplied photographs showed the lower drive tube bearing stop is damaged. The damage to the drive tube is consistent with a drive tube that is not rotating freely and contacts the drive tube retainer, resulting in a leak. A material trace of the drive tube assembly and its components used to build m311 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The reported drive tube leak is verified based on the photographs provided; however, a root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak at the lower bearing of the drive tube during the treatment after 1291ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned photographs for investigation.